Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The act button did not respond due to corroded keypad trace. The insulin pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube.

Event description:
Customer reported that the insulin pump's act button was unresponsive. Customer also reported that zeroes were flashing on the display. Customer did not recall any significant events leading up to the error. Blood glucose level was 190 mg/dl at the time of the call. No further information was provided.